Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced difficulty unlocking the ilet device and making meal announcements due to unresponsive screen swipes that required multiple attempts, which improved after a software update was downloaded and installed. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included no alerts or alarms and no medical interventions. Investigation included customer support troubleshooting and user education, along with verification of software update installation. Investigation of this case revealed that the touch interface responsiveness improved post-update, consistent with a software-related usability issue affecting the device¿s display or touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was a software performance issue resolved through corrective software update.